Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device was received with a blank display due to a corroded battery tube and corroded battery tube spring. Unable to verify pump error alarm, pump error alarm, failed battery test or failed battery alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No moisture damage on the electronic assembly, motor or keypad assembly noted.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarm during load reservoir process. Customer's blood glucose value was 183 mg/dl. The customer was assisted with troubleshooting. Customer states they were able to rewind the insulin pump. Customer states the insulin pump was not dropped or bumped. Customer stated that the fill cannula was recorded in daily history. Customer states they perform self-test and test was passed. Customer stated that the insulin pump had replace battery alarm and failed battery alarm. Customer stated that the contact on the battery cap was neither missing nor damage. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.